Event description:
The patient presented in the ER for inappropriate therapy due to noise. Externalized conductors near the valve and in the pocket were observed via fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.